Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stop alarms due to the patient deciding to do a controller change himself. The patient was unable to get the driveline inserted back into the controller for an extended period of time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the reported events (patient difficulty connecting the driveline to a system controller) and returned segment of driveline could not be established. A specific cause for the difficult connection could not be conclusively determined through this evaluation. The center reported that the patient decided to perform their own controller exchange ¿a few months¿ prior to the driveline replacement and were unable to get the driveline inserted back into the controller for an extended period of time. Refer to related manufacturer report number 2916596-2020-03037 for the full investigation of the segment of driveline that was replaced . The pins of the controller connector appeared free from deformation. No abnormal debris was observed within the controller connector. Furthermore, as part of the electrical continuity testing, the driveline was connected to a perc cable signal breakout box. The connection was made without difficulty and the driveline passed electrical continuity testing. The reported connection difficulty could not be reproduced during the evaluation of the returned segment of driveline. Multiple requests for additional information were sent to the center in an attempt to determine the cause of the difficulty connecting the driveline to the controller; however, no further details were provided. The patient underwent a pump exchange on (B)(6) 2020 (refer to MFR# 2916596-2020-03037). To date, heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11mar2016. The hmii left ventricular assist system (lvas) patient handbook addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02376.